Event description:
There was an allegation of questionable creatinine jaffe gen.2 results for one lipemic patient sample from the cobas c 503 analytical unit. The initial result was 0.46 mg/dl. A new sample was drawn on (B)(6) 2024 and the result was 0.639 with data flag. After high-speed centrifuge, the repeat result was 1.02 mg/dl and was reported outside of the laboratory. On (B)(6) 2024, the repeat result using the original sample was 0.98 mg/dl.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The customer declined a service visit. The qc recovery was acceptable, therefore there was no indication of a performance issue with the reagent.